Event description:
The aerobic blood culture bottle (bact alert) that was collected was defective. The bottle was lacking the carbon dioxide sensor, so it could not be used on the analyzer. Blood culture were then reordered and obtained within 45 minutes. No adverse outcome. Report and photos of bottle with missing sensor were sent to biomerieux 06/09/2016.